Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr / 410psr on 07/23/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "having been diagnosed with connective tissue disease or disorder, specified as rheumatoid arthritis, which is not device related". Later healthcare reported "rupture". This record is for the right side. Device was explanted.